Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar lead impedance was >3000 ohms and unipolar lead impedance was <300 ohms. The device was programmed to unipolar pace and bipolar sense and the patient will be monitored.